Manufacturer narrative:
UDI number: (B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "clip applier was applied several time in this hospital without any issues. Today, the clip applier did not release any clips within the situs- during several trials. When trying the device extracorporal, it worked. Then, in the situs 2 clips, that were not closed, were released at the same time. As well, it was very difficult to press the handle in order to reach the loading of the clip." Patient status "ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and fired the clips one at a time. Engineering was able to replicate the customer's experience of difficult trigger actuation and improper clip loading. The unit was disassembled for further evaluation. Upon disassembly, engineering found a component of the device that was out of specification. This component likely led to increased friction within the device. The root cause of the customer's experience of difficult trigger actuation and improper clip loading was likely due to the increased friction within the device. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device and process enhancements intended to further minimize the potential for this type of incident to reoccur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.